Event description:
It was initially reported that a patient's programming device would not work with her external antenna. Later on (B)(6) 2010, it was reported that the patient's device was taking a long time to recharge. The patient initiated a recharge at 3:00 am on (B)(6) 2010, and the device was at 25%. Later, at 7:00 pm the same day, the charge level was showing full, but the device still had not reached the "sprites" screen. When the battery was half charged, 6-7 coupling bars were noted. On (B)(6) 2010, it was further reported that the recharger "al" screen froze and the device was unresponsive, when a review of the recharge statistics was attempted. The recharger was reset, and as a result the recharge statistics were lost. Impedance measurements were found to be within normal range. It was discussed to have the patient recharge the device for a period of one week, and then attempt to view recharge statistics again. It was noted that the device would not charge to a full 100% sprite screen. At half charge, it would take anywhere from 8-10 hours or longer to charge with 8 full coupling boxes indicated the entire time. It was planned that the patient was to receive a replacement implanted device in (B)(6) of 2010. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results of the patient programmer (model# 37743, sn# (B)(4)) revealed that a solder joint was found to be cracked. The pin 2 of the antenna jack was re-soldered.